Event description:
It was reported that the platform's lifeband channel was loose and that the lifeband would fall out. It was also indicated that the lifeband fell out of the autopulse while being deployed. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.